Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl. Customer stated that infusion set cannula was lying on skin. The customer was treated with insulin drip, intravenous fluids and bolus. Customer was declined to troubleshoot for high blood glucose level and product not adhering. The insulin pump will not be returned for analysis.